Event description:
Customer was getting readings in the 400's (mg/dl). The customer took extra oral medications based on readings. Customer blacked out while crossing the st. Bystander gave apple juice and sugar. The customer tested blood glucose on a different device and received a reading of 125mg/dl 30 minutes later. No other treatment was done. Not stated if controls were used or not. A request was made for the return of the suspect device and replacement product was sent.